Manufacturer narrative:
The manufacturer received information that on device repair the alleged ventilator inoperative condition was confirmed. Device error code e-155 was confirmed indicating a ventilator inoperative condition of the machine flow sensor drift had gone above the specification. Replacement of the machine flow sensor is indicated to address this issue; however, per the customer's request the device has been scrapped without completion of the repair. The reported failure of the machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information from a customer that a trilogy evo ventilator inoperative alarm and a red screen. No harm or injury has been reported at this time. The ventilator has not yet been returned for evaluation. If the device and/or component is returned and evaluated, a follow-up report will be submitted with the evaluation results.